Event description:
It was reported that this pacemaker went into safety mode. It was also noted that the device had a lead safety switch (lss) on the right ventricular (rv) lead channel due to low out of range pacing impedance. The device exhibited noisy signals and high capture thresholds on the rv lead channel, as well. It was noted that the patient felt discomfort due to the unipolar pacing. The device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e2311. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this pacemaker went into safety mode. It was also noted that the device had a lead safety switch (lss) on the right ventricular (rv) lead channel due to low out of range pacing impedance. The device exhibited noisy signals and high capture thresholds on the rv lead channel, as well. It was noted that the patient felt discomfort due to the unipolar pacing. The device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this pacemaker went into safety mode. It was also noted that the device had a lead safety switch (lss) on the right ventricular (rv) lead channel due to low out of range pacing impedance. The device exhibited noisy signals and high capture thresholds on the rv lead channel, as well. It was noted that the patient felt discomfort due to the unipolar pacing. The device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.